Event description:
The customer reported that the device won't charge, has constant chirping for low battery and won't turn on. Additionally, "charge/shock failure in status logs and fail/dx in autotest summary." There was reportedly no patient involvement.